Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Doi: (B)(6) 2018. Dor: (B)(6) 2018. Right knee.